Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil may be separated at the tip/I can only see the portion that enters the uterus which is very small') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("my left side is worse for the back pain"), abdominal pain ("occasionally have pain in one side of my abdomen") and endometrial atrophy ("lining on mine should be thin in uterus"). At the time of the report, the device dislocation and endometrial atrophy outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, device dislocation and endometrial atrophy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal pain, back pain, uterine disorder, medical device monitoring error . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received- outcome of the event back pain and abdominal pain was updated from unknown to recovering. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('left coil may be separated at the tip, I can only see the portion that enters the uterus which is very small'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included: melatonin. Other product or product use issues identified: medical device monitoring error "ablation was done the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient started melatonin at an unspecified dose and frequency. On an unknown date, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), back pain ("my left side is worse for the back pain"), abdominal pain ("occasionally have pain in one side of my abdomen"), endometrial atrophy ("lining on mine should be thin in uterus"), feeling abnormal ("I feel like I have toxin or poison going through my whole body, I feel sick"), pain ("I hurt so much"), restless legs syndrome ("restless legs syndrome"), sleep disorder ("melatonin does not help"), pruritus ("my skin is itchy"), fear ("I am sacred"), myalgia ("muscle pain one my issues"), fibromyalgia ("fibromyalgia"), fatigue ("I¿m so tired") and abdominal pain upper ("eating causes pain"). The patient was treated with surgery (essure coil removal, hysterectomy). Essure was removed. At the time of the report, the device dislocation, endometrial atrophy, feeling abnormal, restless legs syndrome, sleep disorder, fear, myalgia, fibromyalgia, fatigue and abdominal pain upper outcome was unknown. And the back pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain upper, back pain, device dislocation, endometrial atrophy, fatigue, fear, feeling abnormal, fibromyalgia, myalgia, pain, pruritus, restless legs syndrome and sleep disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media: new reporter. And event: I feel like I have toxin or poison going through my whole body, restless legs syndrome, melatonin does not help, my skin is itchy, I am sacred, muscle pain one my issues, fibromyalgia, I¿m so tired, eating causes pain added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil may be separated at the tip/I can only see the portion that enters the uterus which is very small') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("my left side is worse for the back pain"), abdominal pain ("occasionally have pain in one side of my abdomen") and uterine disorder ("lining on mine should be thin in uterus"). At the time of the report, the device dislocation, abdominal pain and uterine disorder outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal pain, back pain, uterine disorder, medical device monitoring error. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil may be seperated at the tip/I can only see the portion that enters the uterus which is very small') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done the same day". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("my left side is worse for the back pain"), abdominal pain ("occasionally have pain in one side of my abdomen") and endometrial atrophy ("lining on mine should be thin in uterus"). At the time of the report, the device dislocation, abdominal pain and endometrial atrophy outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation and endometrial atrophy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal pain, back pain, uterine disorder, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.